Event description:
The system 9800's table is not responding to the hand control. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The table was operating as intended with the hand control. The system was tested and found to be working as intended and placed back into service.